Manufacturer narrative:
(B)(4). Eval summary: the handpiece was returned with a loose mount and the cable cut with no wires exposed. However, the instrument was tested on a generator and no error code was noted. The handpiece no longer meets the specifications for phase margin. The handpiece was disassembled and a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine further investigation is warranted.

Event description:
It was reported that the handpiece did not work. No pt consequences were reported.